Event description:
It was reported that the patient was experiencing severe pain as the spinal cord stimulator (scs) device could not be used. It was noted that the ipg would not stay charged. The patient underwent an ipg replacement procedure and was doing well post-operatively. The explanted ipg was not returned as it was kept by the medical facility.